Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 53376ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 53376ud00 was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results. The following data was provided. Patient 1: sid (B)(6). (B)(6) 2023. Initial result 110.5 pg/ml (positive). Sid (B)(6) (different sample from same patient). Initial result 1.1 pg/ml, repeat result 1.0 pg/ml (both negative). Repeat results were generated on a different alinity I processing module. Patient 2: sid (B)(6). (B)(6) 2023. Initial result 62.4 pg/ml (positive). Repeat results from same sample 6.7 pg/ml (same alinity I) and 8.2 pg/ml (different alinity I) (both negative). Patient 3: sid (B)(4). (B)(6) 2023 initial result 19.9 pg/ml (positive). Repeat result (same sample, different alinity I) 8.5 pg/ml (negative). No impact to patient management was reported.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results. The following data was provided. Patient 1: sid (B)(6); (B)(6) 2023; initial result 110.5 pg/ml (positive); sid (B)(6) (different sample from same patient); initial result 1.1 pg/ml, repeat result 1.0 pg/ml (both negative); repeat results were generated on a different alinity I processing module. Patient 2: sid (B)(6); (B)(6)2023; initial result 62.4 pg/ml (positive); repeat results from same sample 6.7 pg/ml (same alinity I) and 8.2 pg/ml (different alinity I) (both negative) . Patient 3: sid (B)(6); (B)(6) 2023; initial result 19.9 pg/ml (positive); repeat result (same sample, different alinity I) 8.5 pg/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.